Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that medical doctor (md) called representative overnight for bleeding. Best practices recommended and ultimately to let the bleeding stopped. Patient was already planned for escalation today regardless of the bleeding. Pump was removed but not for the reasons of bleeding. It was reported that the patient survived at explant.

Manufacturer narrative:
No product was returned for investigation. Major bleed: bleeding occurred overnight in the groin. Pressure held at site, site assessed for angle of insertion. Bleeding stopped overnight. Hemostasis was achieved with manual pressure. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device with sn: (B)(6) passed all post sterile inspection checks. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.